Event description:
It was reported that the customer called to report high blood glucose levels, and the insulin pump not working. The customer stated he had tried treated his blood glucose with his current insulin pump, as well as his old one, but neither one are working. The customer's speech was slurred and erratic, and the customer sounded confused. The customer was advised to seek immediate medical attention, and his response was "been there, done that". The customer did not state when he had been to the hospital. The customer only wanted the insulin pump replaced although the first priority was to treat his blood glucose levels. The customer then stated he would figure it out, and hung up. Previous calls show that the customer has called with high blood glucose levels in the past, and had not wanted to troubleshoot, either. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.